Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a malfunction with the insert clamp. This condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a malfunction of the insert clamp was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be dirty contacts on the safety slide clamp sensor. These slide clamp sensors were recalibrated to address the reported condition. Should additional information be received a follow-up medwatch will be submitted.